Manufacturer narrative:
The polaris spectra system control unit (scu) was returned for analysis. Functional testing determined that the scu would not power up and was causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that components were replaced, but the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial resection. The rep indicated that during a case the system's localizer became disconnected. The tried to correct the issue by disconnecting the camera and re-connecting, but there was no change and the camera appeared to be off. The site completed the case with another navigation system and the rep was unable to get the camera to come back on. The rep planned to interchange the camera with one for another system to isolate the issue to either the scu or psu; after doing so the rep indicated that after putting the localizer on a known working system the camera did not connect or power on. A replacement psu was ordered. The delay in procedure was 15 minutes and there was no impact on patient outcome due to this issue.